Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "suspicion of alcl" "late seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspicion of alcl" "late seroma". Implanting physician: (B)(6).

Event description:
Healthcare professional reported right side "(after covid) onset of sudden breast swelling and soreness," and "late seroma," ultrasound confirmed. Healthcare professional also reported right side explant surgery due to suspicion of alcl. Device was explanted. No biomarkers reported. The event of "covid" infection is not device related.

Event description:
Healthcare professional reported right side "(after covid) onset of sudden breast swelling and soreness," and "late seroma," ultrasound confirmed. Healthcare professional also reported right side explant surgery due to suspicion of alcl. Device was explanted. No biomarkers reported. The event of "covid" infection is not device related.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: red particles in the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.